Event description:
A non health care professional reported during the intraocular lens implantation the lens was found to be defective and was wasted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).